Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 08/16/2013 with the following findings: there was no damage found to the keypad. The up arrow keypad button was found to be intermittently responsive. All other keypad buttons responded as expected and not sticking. The keypad was removed; contamination was found to the key contacts. Animas conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The patient reported that it's hard to press the 'up', 'down', and ok buttons and she has to keep pressing until something happens. The patient reports that rubber feels loose over the buttons. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.